Event description:
Fractured abutment screw. It was the patient's left leg and the abutment screw broke when he tightened it himself. He said he did use a torque limiting driver but he did this a few times since over the past year. This is not normal practice at (B)(6). The root cause seems most likely to be the retightening.